Event description:
The sales rep reported a patient impact case that occurred on (B)(6) 2014, using a trivantage emg tube and the nim system. The patient experienced bilateral vocal cord weakness and had trouble speaking, but is home doing better. The customer provided additional information stating that a report has not been submitted regarding the trivantage emg tube. However, a report was submitted concerning the patient¿s condition upon waking from anesthesia.

Manufacturer narrative:
(B)(6). (B)(4). The devices have not been returned. An evaluation/analysis of the devices cannot be performed at this time. Method code: actual device not evaluated. (B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.